Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (b(6) 2021 with unknown signs and symptoms. Pd effluent cultures were obtained, and the patient was admitted to the hospital with a diagnosis of peritonitis. The pd clinic does not have the culture results. The patient was prescribed antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient was discharged to home on (B)(6) 2021. The cause of the peritonitis was not established; however, the patient did not report any cassette leaks or issues with the liberty select cycler. The patient denies any touch contamination event. The patient continues to complete pd therapy during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although the culture results are unavailable and there is no determined cause of the peritonitis, there is no reported cassette leak, issue with the liberty select cycler or other product issue reported for this event. All dialysis patients are risk of infection due to a compromised immune system and because dialysis techniques increase the potential for microbial contamination. Based on the available information and no evidence or allegation of a defect, malfunction or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2021 with unknown signs and symptoms. Pd effluent cultures were obtained, and the patient was admitted to the hospital with a diagnosis of peritonitis. The pd clinic does not have the culture results. The patient was prescribed antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient was discharged to home on (B)(6) 2021. The cause of the peritonitis was not established; however, the patient did not report any cassette leaks or issues with the liberty select cycler. The patient denies any touch contamination event. The patient continues to complete pd therapy during recovery.